Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient experienced an accident sometime in (B)(6) 2026. This accident resulted in multiple injuries including one that caused the polymer portion of the device to migrate into the disc space. A revision surgery was performed on (B)(6) 2026 to address the spine injuriy and to remove the migrated device. No complications were reported from the revision surgery.